Event description:
Pt reported obtaining a result of 585 mg/dl, while using the suspect device. Pt indicated that she immediately retested her blood glucose and obtained a result of 406 mg/dl. Based on the elevated results, pt sought treatment in the hosp emergency room. Pt stated that, 30 minutes later, her blood glucose measured 91 mg/dl (capillary sample), on a hosp blood glucose monitor. No treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.